Event description:
Related manufacturer reference number: 2017865-2024-37064. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial and right ventricular leads exhibited noise. The leads were explanted. During the procedure, it was noted that both leads had insulation damage due to being crushed by the suture sleeves. The patient was in stable condition.